Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited rising thresholds to high levels and loss of capture. The ipg was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.